Event description:
Patient was revised to address loosening of the femoral and tibial components. Poly wear and osteolysis were also reported.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusion about the reported device loosening, wear or osteolysis. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.